Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, moisture was found through the display lens. The pump powered on to a blank display. A leak was found in the display lens. The pump was opened to find moisture throughout the pump casing. No evidence of physical damage was found on the pump casing or on the battery compartment threads. The battery cap was not returned and was not able to be tested. The pump was unable to be downloaded due to the moisture ingress.